Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not determine the exact cause of the loop failed to release since the user discarded the subject device. The MFR record that dated back the past one year from the delivery date to the user was reviewed without apparent irregularity associated with the subject phenomenon. Judging from past cases, the following are possible causes of this event. The loop was caught between the hook and tube sheath because the user attempted to remove the loop from hook while the coil sheath was retracted in the tube sheath. The loop got tangled with the hook because the user fixed the loop with the distal end of the tube sheath while the loop was placed on the tissue. The device instruction manual has warned users that there is possibility the loop cannot be detached from the device and it also describes what to do if the loop cannot be detached. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the user detached the loop from the hook, the loop would not be released. The user cut the loop with a loop cutter, and the intended procedure was completed using a different device. There was no pt injury reported.